Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(6). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 100% stenosed target lesion was in the right carotid artery (rca) with 2.7mm reference vessel diameter and a 10mm lesion length. No attempt was made for direct stenting. A 2.75x16mm liberte stent was implanted. An additional procedure was performed during the index procedure; a liberte stent was implanted to treat a dissection. Residual stenosis was 2%. The procedure was a technical success. The patient discharged twelve days after the index procedure without angina or silent ischemia. Discharge medications were asa 100 mg/day indefinitely and clopidogrel 75 mg/day for 12 months.